Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged balloon rupture occurred. There was no reported patient injury.

Manufacturer narrative:
A lot history review could not be performed as the lot number is unknown. The sample returned for evaluation was one 20 fr tri-funnel replacement gastrostomy feeding tube. Visual, microscopic, and functional evaluations were performed of the physical sample. The sample was returned with a partial detachment of the balloon from the feeding tube. The manufacturing site performed an evaluation of the sample, as follows: "the complaint was confirmed as manufacturing related for the reported issue (it was reported that an alleged balloon rupture occurred. There was no reported patient injury.); per visual evaluation it was found that the component was not completely bond in one side of the balloon. During functional evaluation the balloon was attempted to be inflated with 20cc of a mix of tap water and blue methylene using a syringe and a water leak was found in one of the edges of the balloon." Therefore, the investigation is unconfirmed for deflation issue, cause unknown and confirmed for balloon bond leak. The investigation indicates that the root cause is balloon bond leak, which is manufacturing related. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that an alleged balloon rupture occurred. There was no reported patient injury.